Manufacturer narrative:
Evaluation: the report of lead broken/fractured from the field was confirmed. The 3086 lead had broken wires observed in the stimulation lead body segment. The single extension also had broken wires observed in the strain relief area and in the header. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the procedure for normal eol scs ipg explant, diagnostics revealed invalid impedances on the scs lead. As a result, the physician explanted and replaced the whole scs system. Also, visual inspection confirmed a fracture in the lead.